Manufacturer narrative:
Per tandem user guide: only use humalog® or novolog® u-100 insulin, as any lesser or greater concentration can result in serious health consequences. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. The customer is using ademlog and tandem technical support educated customer on insulin labeling. Reportedly, the customer changed the cartridge each time to resolve the issue. In addition, it was reported that intermittent unspecified cartridge alarms would occur when loading the cartridge. The customer was able to load a second cartridge each time successfully. There was no impact to the customer's blood glucose level.